Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient trialing a neurostimulator. It was reported that the rep received a call from the hcp office. The patient was getting therapy, then removed the external neurostimulator (ens) for the night, and on the morning of (B)(6)2018 they were not feeling stimulation. It was noted that the lightning bolt was present. Amplitude was unknown. The rep would be reaching out to the hcp to walk them through increasing amplitude. Additional information was received from the rep. It was reported that the ens serial number was never recorded and had been returned to their common inventory, so they would not be able to identify which one it was. Multiple attempts to reconnect were tried. It was later established that an inadvertent tug of the trial lead had completely migrated the lead out of the epidural space. It therefore could not create paresthesia and this was the root of the problem. It was noted that this was discussed with the hcp team.